Event description:
Philips received a complaint from the customer biomed reporting an over voltage protection (ovp) circuit failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. The biomed engineer (bme) reported that the issue occurred during servicing. The bme determined the motor control (mc) printed circuit board assembly (pcba) required replacement for correction. Replacement was delayed due to part back-order status due to a global product hold. However, once received, the part was installed. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.